Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no complaint received with return of device. Failure (event) observed during analysis. The device header was noted to be damaged upon receipt. The vring connector block was detached from the header and returned with a lead segment still attached to it. The vring set screw hex cavity was found to be damaged. (B)(4).